Event description:
The lap-band that I had placed on in 2003 had broken in half which caused me to have a tremendous amount of scar tissue and cause stomach inflammation, stomach pain and discomfort. I had to have it removed, and it would be too dangerous for me to have the gastric bypass surgery.